Manufacturer narrative:
Due to lack of information, the investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys ft3 iii result and a questionable elecsys ft4 ii assay result for 1 patient test on a cobas 6000 e 601 module. The initial ft3 result was 16.51 pmol/l. The initial ft4 result was 49.14 pmol/l. A new sample was collected from the patient with an ft3 result of 3.31 pmol/l and an ft4 result of 15.81 pmo/l. The original patient sample was retested the following day with an ft3 result of 3.54 pmol/l and an ft4 result of 16.99 pmol/l. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The customer stated that the qc results were acceptable. The ft3 and ft4 reagent lot information was requested but was no provided. The investigation is currently ongoing.